Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air leaked from the sheath. The sheath was inserted into the left atrium, the dilator was removed, and when applying negative pressure for flushing, air was aspirated into the syringe. Air was aspirated several times, but the air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.